Manufacturer narrative:
(B0(4). G2: foreign - event occurred in new zealand. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two years and four months post-implantation, the patient's native patella was dislocated. Subsequently, the patient underwent a patella resurfacing and medial patellofemoral ligament procedure to additionally implant a patellar component. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b4; b5; g3; g6; h1; h2; h6; h10; h11.d2, d4, and g4:attempts have been made to gather all product identification information, and no further information has been provided.the reported event could not be confirmed due to lack of product/information.no product was returned or pictures provided; visual and dimensional evaluations could not be performed.medical records were not provided.the device history record was not reviewed due to limited investigation.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.